Manufacturer narrative:
In an associated complaint (B)(4), the user reported having sensor linking issue with the transmitter, which led to a transmitter replacement. Replacing the transmitter, however, did not resolve the issue, hence the user was referred back to his hcp to discuss removal of the sensor and having a new sensor inserted. No further investigation is required.

Event description:
On 19 december 2024, senseonics was made aware of an incident where the user was offered a transmitter replacement due to a sensor linking issue with the transmitter. Replacing the transmitter did not resolve the issue, hence the user was referred back to his hcp to discuss next steps such as removal of the sensor.